Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event and eversense e3 cgm system did not alert the user as it was not in use due to early sensor retirement. The event happened on (B)(6) 2025 at around 9 pm. The patient reported that blood glucose(bg) value was 34 mg/dl. The patient self resolved the event by taking sugar. No medical assistance was needed.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud based platform supporting eversense systems. A review of the data management system (dms) revealed that the patient was not using the system at the time of incident due to "sensor replacement" alert, which the system triggered on (B)(6) 2025 at 06:52 pm. The alert was triggered on day 167 of sensor life. No alerts would have been asserted by the system because of sensor retirement. The user didn't seek for medical treatment. The user resolved the event by taking sugar. Since the sensor was approaching its end of life, the system self diagnostics would have detected decline in sensor performance which is usually indicative of oxidation of the sensor's chemical component (hydrogel). B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.